Event description:
Same case as MFR#: 2134265-2011-04077. It was reported that during an unspecified treatment procedure, foreign material was identified in the catheter lumen. While external to the patient, an unspecified guide wire was unable to be advanced into a jr expo guide catheter. The device was exchanged for jl expo guide catheter and the incident occurred again. A pigtail expo catheter was able to be used to complete the procedure successfully. The jr and jl catheters were cut at the facility and white plastic was identified in their lumens. As the devices were not used inside the patient, no patient complications were reported.

Event description:
Same case as MFR#: 2134265-2011-04077. It was reported that during an unspecified treatment procedure, foreign material was identified in the catheter lumen. While external to the patient, an unspecified guide wire was unable to be advanced into a jr expo guide catheter. The device was exchanged for jl expo guide catheter and the incident occurred again. A pigtail expo catheter was able to be used to complete the procedure successfully. The jr and jl catheters were cut at the facility and white plastic was identified in their lumens. As the devices were not used inside the patient, no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed an unidentified guide wire, with a maximum outer diameter of .03397", was received with the catheter. The fr4 catheter shaft was separated 15.5cm from the tip. The returned guide wire was loaded through the separated distal section of the catheter, but the wire could not be advanced beyond a location 4 cm from the distal tip. The guide wire was then loaded through the proximal end of the separated proximal section of the catheter and was unable to pass beyond 90cm from the hub. Further analysis of the inner diameter of the catheter revealed the inner liner delaminated which obstructed the lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).